Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Unable to perform retention testing as test strips are expired. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call on 05-sep-2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement product.

Event description:
Consumer reported complaint for dead meter. Customer stated the rue metrix meter would not power on when a new battery was used. Customer also reported that it smelled as if something was burning. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer's test strips are expired: manufacturer's expiration date is 11/15/2024. Customer is aware the test strips are expired and will get new test strip from her local pharmacy.